Manufacturer narrative:
A ge service representative performed an onsite investigation. The gpos (general purpose operating system) cpu assembly to backplane connection was evaluated and repaired/reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up and lost functionality no patient serious injury or death was reported related to this event.